Manufacturer narrative:
The cusa excel handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the transducer was found to be twisted in the handpiece housing. This is a user mistake, as the torque base was not used. Also, the cable wire on the plug was broken and needed to be re-soldered, and the housing and all o-rings of the coil form needed to be exchanged. All repairs were made; the calibration and tfinal test were performed to meet manufacturer's specification. Root causes confirmed as: 1. "Handpiece overtorquing" due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench resulting in torque wrench misaligning the dot on the handpiece and the handpiece connector. 2. Coilform defective. 3. Cable cut/damaged due to the cable wire on the plug had broken off and required re-soldering. DHR showed handpiece passed all electrical testing prior to shipping. Handpiece functioned in the field for two years prior to wire damage, possible root cause, cut in cable in unknown event in the field. The ability for customers to execute the instructions as written in the current user manual was previously verified by conducting a usability study. Risk is acceptable. Trends will be monitored for this and similar issues.

Event description:
A facility reported that the cusa excel 36khz straight handpiece (c2602) stopped working during use and delayed the procedure for about 90 minutes due to the required sterilization of a new handpiece. No injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.